Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1. Pump was monitored and functioned properly. The pump was received with scratched case and pillowing keypad overlay texture.

Event description:
The customer reported via phone call that they experienced low battery alert and power loss alarm. The customer's blood glucose value was unknown. While troubleshooting for low battery, the customer received pump error alarm. The customer stated that the pump was without battery for 1 1/2 hours. The customer stated that the battery did not last more than 1 week. The product was returned for analysis.